Event description:
Boston scientific crm received and reported the following info: "lead was surgically abandoned due to high threshold measurements. Another 4047 lead was used successfully, this lead had been placed three years earlier for future use and had better threshold measurements. To date, no adverse pt effects were reported."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion code: it cannot be determined whether the rise in thresholds was related to device performance, or pt's condition.